Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues or visible damage with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 21x2.5mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. Pre-dilation was performed using a 2.5x10mm semi compliant balloon catheter. A 24x2.50mm taxus liberte stent was advanced but was unable to cross the lesion and it was noted that the shaft was broken. The procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 21x2.5mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. Pre-dilation was performed using a 2.5x10mm semi compliant balloon catheter. A 24x2.50mm taxus liberte stent was advanced but was unable to cross the lesion and it was noted that the shaft was broken. The procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was stable.